Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood between the sheath and catheter and on the exterior. An occlusion was found in the inner lumen and was not cleared. A non-maquet sheath about 20.32 cm in length was attached at 5.08 cm from the tip and covered ¾ of the membrane. A catheter tubing kink was found at approximately 75.18 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extender tubing, and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. A visual fault locator was used to detect any breaks along the length of the optical fiber and no breaks were observed. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this may have occurred. This issue has been escalated to respective supplier in order to determine a root cause. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The console was then driven by ECG trigger only until the iab could be removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).